Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported high blood glucose of 500mg/dl due to a bent cannula. Customer indicated that they changed the cannula and their blood glucose went down. Further troubleshooting was declined and customer indicated that they wanted to report the incident only.